Event description:
It was reported that a revision surgery was performed. The tibial poly component inserted was not the correct part. It could be that she had a genesis knee and a genesis ii component was inserted. The error was corrected by the surgeon. The patient wants to avoid the same mistake for her next surgery.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re assessed. Without the actual product involved our investigation cannot proceed. We will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re opened.